Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml) and bupivacaine (5 mg/ml) at 1.2 mg/day via an implanted pump. The indication for pump use was malignant pain. It was reported that the patient had recently been implanted and since that time the patient had a csf (cerebrospinal fluid) leak with fluid in the pocket. The physician had aspirated some fluid from the pocket for analysis and it was diagnosed as csf which prompted the physician to take the patient to surgery. A cap (catheter access port) dye study was not done because the patient was allergic to dye. Today ((B)(6) 2018) they opened the patient up at the pocket site and there were no visible signs of leaking or damage to the catheter. The physician decided to disconnect the catheter from the pump and replace the connector, but he was initially unable to disconnect the connector from the pump. The silicone covering over the connector had pulled down when attempting to disconnect. During the procedure, the physician was able to remove the connector from the pump and then replaced the pump and that proximal section of the catheter. The physician was able to aspirate csf freely from the catheter. There was now some question that maybe the csf leak was from the lumbar site, so the physician was going to do a blood patch. There was no allegation against the pump. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter sc connector- "difficulty with sc connector led to explant". If information is provided in the future, a supplemental report will be issued.